Event description:
Boston scientific received information that this device displayed high out of range shocking impedances. No adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Additional information received noted that a follow up has been scheduled. It was noted that the shocking impedances had been trending high and no other measurements appeared out of range and no noise was seen on the right ventricular channel. The right ventricular lead is a competitor lead. At this time the device remains implanted.